Event description:
Procedure: total mesorectal excision (tme). According to the reporter: the staple line did not hold tissue. There was additional reloads used but sufficient tissue was left to do an end to end anastomosis. It was corrected by firing another reload distally to the initial staple line.

Manufacturer narrative:
(B)(4).